Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed pretest for check of free moving and check for leakage. It was noted that the bearings were not function and were defective on the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, abuse and/or misuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Manufacturer location: the manufacturer location was inadvertently documented as (B)(4) in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery handpiece device was working on and off. It was noted that the device had bad contact. There were no delays in the surgical procedure as a spare device was available for use. The surgical procedure was completed. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.